Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action 2356421 and corrective and preventive action 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: a complaint investigation was performed based on the event description, lot number, and the assigned malfunction code adhesive patch does not adhere to the skin after direct application. No products or pictures were returned with the complaint to aid in the investigation. Upon review of the electronic quality management system (eqms) and related records, no corrective and preventive action (CAPA)related to adhesive issues was identified. Upon review of the electronic quality management system (eqms) and related records, a CAPA related to adhesive issues was identified. CAPA-2010953 was opened 18-sep-2024 for adhesive related complaints and bounding covers whole infusion care portfolio. Root cause of problem: no evidence was identified of a systemic adhesive issue extending to the 3-day adhesive; however there is a lack of design verification peel-test data for these devices along with the same validated test methods to quantify adhesion performance. Corrective action as a result of the investigation: database (B)(4) opened to complete associated method validation and verification testing. Database (B)(4) opened to review design inputs for 3-day adhesives. Corrective and preventive action (CAPA)determination: refer to CAPA-2010953. Is complaint confirmed: based on no products returned to test, and CAPA-2010953 investigation conclusion, the complaint will be closed as complaint unconfirmed as analyzed. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set patch did not stick to the skin upon insertion on (B)(6) 2024.